Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" and "upon removal of implant, it was noticed it was leaking from the valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and valve leak and/or damage: observed a delamination on the valve. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side "deflation" and "upon removal of implant, it was noticed it was leaking from the valve". Device has been explanted.